Manufacturer narrative:
Product #3 pi main [(B)(4)] the event of lead explant and replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32562, 1627487-2020-32563. It was reported that one of the patient's existing leads migrated. In turn, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.